Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 1 month after the dental implant was installed in intraoral region #22 it was verified its nonosseointegration. Fourtyfive ncm of primary stability was achieved.